Event description:
Patient reported left side "rupture" and "raynaud's phenomenon." Patient later reported burning, soreness, malposition, and lump, and "a pop like a rubber band while walking in the parking lot of the grocery store about 6 months ago." Patient also reported visibility/palpability, and skin cancer which are not device related. Healthcare professional additionally reported that upon explant, the left side was found to be intact. Device has been explanted, replaced, and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: raynaud's phenomenon, pain, lump/nodule, malposition, cancer-ndr, visibility/palpability-ndr.